Manufacturer narrative:
Device evaluation summary: the reported flow issue & noisy motor issue was verified during service. Service technician during functional testing was unable to confirm reported problem, however there is evidence that the magnet cover was rubbing on the drive magnet which would have caused it to be noisy. Service technician also suspected that the backplate of the pump had flexed causing the cover to push down onto the drive magnet, this could have caused a performance issue with the pump. The issue was resolved by replacing the magnet cover. Preventive maintenance was performed as per specification. Conclusion: there were no patient/clinical safety issues reported. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this external drive motor instrument the motor was not creating the proper flow and that the motor was noisy. Instrument was replaced with a backup and there was no adverse patient associated with this event. Additional information was received on 05 may 2021 stating that the hand crank was never used during this case. Additional information was received stating that the customer has declined service at this time. If the instrument is returned for service in the future the case will be re-opened and reassessed.

Manufacturer narrative:
Correction h5: updated to yes correction h8: updated to initial medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.